Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited high out-of-range (oor) pacing impedance greater than 2,000 ohms. Additional information indicated that the oor impedance was measured through a programmer. Further, a lead fracture was visible once pocket was opened and confirmed under fluoroscopy. The rv lead was surgically abandoned and no longer in service. No additional adverse patient effects were reported.